Event description:
Ous MDR - after an implantation time of about 38 months, it was reported that the pacemaker was at eri. During a follow-up on (B)(6) 2016, a remaining operating time of 8 years and 3 months was shown. The device was explanted and returned to biotronik for analysis. No deterioration of the patients state of health was reported.

Manufacturer narrative:
The pacemaker was returned for analysis. During the analysis, the manufacturing process of this device was reviewed first. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In a first step of the analysis, the pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior according to specifications in regard to its device functions. In the further course of the analysis, the pacemaker underwent a status interrogation, and the clinical observation was confirmed. The implant switched to the battery state eri on (B)(6) 2016. The memory of the pacemaker was then analyzed, especially the battery history. The battery was definitively not discharged, and the power consumption was normal. The battery status eri was then successfully reset. Subsequent interrogations showed the battery status as ok, as expected. A stress test at different temperature conditions showed proper behavior of the implant. During a detailed analysis of the follow-up data, it was found that the implant was programmed with high-current parameters (7.5 v at 1.5 ms) on (B)(6) 2016. It can be assumed that this specific programming in combination with a temporary rise in impedance caused the battery status eri. In summary, the analysis showed that the battery status eri was not triggered by an actually discharged battery but due to a temporary impedance increase in combination with a device programming to the high-current program. After resetting the battery status eri, the implant proved to be fully functional. The capability to provide therapy was not impaired at any time.